Manufacturer narrative:
(B)(4). The device was not received for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% chronic totally occluded target lesion was located in a severely tortuous and severely calcified vessel below the knee. A 3.0mmx20mmx143cm coyote balloon catheter was advanced to dilate the lesion. However, upon the second inflation at 4 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a peripheral cutting balloon. No patient complications were reported and patient's status was good.